Manufacturer narrative:
USA reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: 12 unopened pouches from stock. There are no previous complaints of this code/batch. There are no units in OEM stock. Tested the needle attachment of the samples from our warehouse and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Remarks: the complain is justified for isolated detached needles, but the conclusion is not corresponding according to the results of the samples tested. Final conclusion: the complaint is not corresponding (not justified). Actions on product: na. Corrective/preventive actions: na.

Event description:
Country of complaint: (B)(6). Complaint states: detachment needle/thread at the first point. In order to find it under the skin, it has been used an amplifier x-ray image intensifier. The needle has been removed.